Event description:
Medtronic (covidien) received report of a patient death three days after undergoing pipeline flex with shield treatment of a large, saccular aneurysm in the right basilar artery. The patient had been treated with one pipeline flex with shield and four coils. There was no report of device malfunction during the procedure, though severe vessel tortuosity caused difficulty during pipeline flex delivery. During the procedure, the pipeline flex was opened and dragged approximately 5mm to the landing zone. The pipeline flex was successfully deployed to the target site without resheathing. The entire aneurysm neck was covered and no side branches were covered. Post-procedure imaging noted no disruption of inflow jet and class 3 (scale of roy) residual aneurysm. The physician reported that the patient woke up well after the procedure. Two days post-procedure, the patient experienced aneurysm bleed due to the aneurysm itself. Three days post-procedure, the patient expired due to the aneurysm bleeding.

Manufacturer narrative:
This devices is not approved in the u.s. Based on the reported information, there was no evidence of a device deficiency. There was no allegation of a device malfunction. The device was deployed successfully to the target site. Suspect medical device brand name = pipeline flex w/shield technology, model # = ped2-375-16.

Manufacturer narrative:
(B)(6). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause is unknown. (B)(4).